Event description:
It was reported that pump battery would not charge and that pump eventually shut down and could not be turned back on, despite use of tandem charging cable, wall adapter, and a working outlet, with a power source alert noted and no visible damage to the charging port. There was no reported impact to the customer¿s blood glucose level. Customer had previously contacted support about same problem, had already performed troubleshooting, was unable to upload pump data, and pump was arranged to be replaced by technical support.